Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that the transmitter exhibited a break. Upon analysis, burnt components were found on the transmitter. There were no patient consequences.

Manufacturer narrative:
The field complaint of no power was verified. The visual inspection revealed no physical damage to the outer components of the transmitter. After opening the ac power adapter several burnt components and corrosion/rust were observed on the main circuit board, as well as to the inner casing of the ac power adapter. Upon opening the transmitter no burnt components were observed. Tested unit with working ac power adapter and unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue.